Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.